Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the heating tube installation alarm sounds. Event occurred during priming. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The microswitch does not recognize tube insertion. The microswitch was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.